Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The current impedance was 127 ohms, with the highest measurement at 136 ohms. No noise was noted on the lead. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service. No adverse patient effects were reported.